Event description:
It is reported that the outer plastic was cracked as well as a hole in the inner bag.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: as returned, the corners of the carton are rounded and worn. As retruded the outer carton shows wear indicative of mishandling. The cracking of the cavities can most likely be attributed to mishandling of the product during shipment. Eval: device history records indicate all components were mfg and inspected to spec.